Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced an adhesive failure event on (B)(6) 2026, in which the tape was not sticking. The infusion set was inserted on the lower back. The infusion set had been in use for two days. No further information available.